Event description:
Boston scientific received information that during an interrogation, the device displays a code for voltage too low for projected remaining longevity. A disk was sent in for engineering review. Upon review, engineering confirmed the fault code and noted that the device hardware is not detecting the loss of battery energy; because of this the battery status indicators are not reflecting the depletion condition. Engineering recommended immediate replacement. Subsequently the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage alert had been recorded. External visual inspection of the device noted tool marks on the header and body fluid contamination in the lead barrels. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--